Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted a call service alarm. It was reported the issue occurred while the patient was not interacting with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:investigation could not be properly completed due to persistent unrelated call service alarms. A review of the pump¿s black box data revealed a related call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.